Manufacturer narrative:
An event of restriction to the front leaflet causing poor coaptation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, a patient underwent an explant procedure of their 23 mm trifecta gt valve. The valve which had been implanted in 2018 presented with restriction to the front leaflet was shortened and restricted causing poor coaptation. The valve was replaced with a larger, 25mm non-abbott device. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.